Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that there was intermittent stimulation. Additional info has been requested. A follow-up report will be sent if additional info becomes available.